Event description:
On (B)(4) 2012, the patient contacted animas alleging that the keypad button presses did not activate desired pump functions. The patient reported that the ok, up and down keypad buttons were intermittently unresponsive when pressed. The patient claimed she had to press the buttons multiple times with additional force in order for it to respond. The patient claimed the keypad issue began 6 months prior. At the time of the call, the patient stated that she has had random high blood glucose (bg) excursions due to the keypad buttons intermittently not responding. The patient claimed her bg went as high as 500 mg/dl with symptom of vomiting. At the time of troubleshooting, the patient denied any trauma to the pump and confirmed the keypad was intact. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were difficult to push and had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. An ez-prime operation was performed without any difficulties noted. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Typical usage alarms and warnings were observed in the black box. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.